Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were getting in accurate readings of sensor glucose versus blood glucose. The customer experienced high blood glucose level of 418 mg/dl. The sensor glucose value at the time of the incident was not reported. The customer treated with insulin pump. The customer also reported getting inaccurate readings with the sensor. Troubleshooting occurred. The insulin pump will not be returned for analysis.